Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07371. It was reported that post a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina (ccs classification 3) along with planned staged procedure. The de novo target lesion was located in the proximal segment of saphenous vein graft (svg) to 2nd obtuse marginal branch (om2) with 80% stenosis and was 30mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x32mm promus element plus stent with 0% residual stenosis. During the index procedure, the forte floppy guide wire was used and the guide support was not adequate for filter wire and to delivery of a study stent as well. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to unstable angina. 95% in-stent restenosis in the proximal segment of svg to om2 was noted, which was treated with placement of a 3.00x38mm promus element plus stent with 0% residual stenosis. Following stent implant, an intimal tear's type dissection was noted, which was treated with placement of a 3.50x8mm promus stent. 60-70% stenosis was also noted in the mid segment of svg to om2, which was treated with placement of a 3.50x60mm promus stent with 0% residual stenosis. Also 95% in-stent restenosis of a previously deployed 2.50x28mm promus stent in the 1st diagonal branch (dx1) was treated with angioplasty. The event was considered resolved. The patient was discharged on aspirin and clopidogrel.